Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and excessive no delivery alarms. Customer's blood glucose level was 550 mg/dl. Customer advised they woke up and realized the insulin pump was alarming no delivery. Troubleshooting for the no delivery alarm was performed. Customer changed out the entire set and there was no more alarm.